Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 576 mg/dl with high ketone level. Cause of elevated bg was unknown: however, customer indicated an infection may have caused bg level. Customer went to healthcare provider to treat bg. Bg was treated with manual injections. The customer reverted to manual injections for insulin therapy.